Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual assessment of the returned interject injection therapy needle device was performed. The needle was extended; and no damage to the device was observed. A functional evaluation was performed. The needle extended and retracted without issue. A second functional evaluation was performed using a syringe filled with only air; an attempt to inject air through the device was made. Resistance was felt, and air was not able to be injected through the device. The device was disassembled, and the hub and extrusion were analyzed; no obstruction was found. The needle was analyzed and a pin gauge was inserted into the inner diameter. Initially resistance was felt, however, no foreign matter was expelled from the needle. The pin gauge was reinserted, and there was less resistance; eventually the pin was able to be inserted and retracted with ease. Based on the analysis, it was determined that the needle was initially occluded. The source of the obstruction in the needle could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy. According to the complainant, when the physician flushed the needle with saline outside of the patient, he found the needle lumen to be blocked. Another interject injection therapy needle device was used to finish the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy. According to the complainant, when the physician flushed the needle with saline outside of the patient, he found the needle lumen to be blocked. Another interject injection therapy needle device was used to finish the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.